Event description:
It was reported that during a procedure, the tip of the unit broke off inside the patient. Further, a five minute delay, to retrieve the piece, was reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.